Manufacturer narrative:
Corrosion was observed on the pcb and mechanism rail, resulting in low batteries and data loss. Because data was unavailable, it could not be determined if the pod had generated an alarm during operation. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The tear and subsequent leak are confirmed as the cause of the observed corrosion and data loss. It could not be conclusively determined if the internal tear is in any way linked to the reported alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, during attempted bolus delivery, the pod experienced a communication error after approximately 4-24 hours of wear on the arm. It was further noted that the communication error message indicated that insulin delivery stopped and advised the user to change the pod immediately. This resulted in the patient¿s blood glucose levels increasing to above 250 mg/dl. There was no medical intervention reported in relation to this event.